Event description:
Customer reported that a low leak co2 rebreathing risk alarm no patient involvement.

Manufacturer narrative:
Date of report: 18oct2018. Date received by manufacturer: 17oct2018. A gas delivery system (gds) assembly was returned to philips for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) in the gds.

Manufacturer narrative:
Multiple attempts were made to obtain repair information that were unsuccessful.